Event description:
Info received indicated the head section drifts down.

Manufacturer narrative:
Technician isolated the issue to an internal leak in the CPR and head down valves. He replaced the two valves to repair the bed.